Manufacturer narrative:
Patient identifier - requested, not yet provided. Age & date of birth - requested, not yet provided. Weight - requested, not yet provided. Ethnicity - requested, not yet provided. Race - requested, not yet provided. Date of event: requested, not yet provided. Expiration date - unknown due to unknown product code/lot number combination. UDI - unknown due to unknown product code/lot number combination. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/lot number combination. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions. The same user facility reported similar events. See mdrs 3013394970-2017-00577, 3013394970-2017-00630, and 3013394970-2017-00631.

Event description:
The user facility reported occlusion. The following information was provided: femoral artery access was closed using angio-seal vip at approximately 10am on (B)(6) 2017. At approximately 7pm the same evening the patient was brought back and an angiogram showed occlusion at the closure site. Patient then was sent to surgery for cut down. Patient had to undergo surgery to restore flow back to the lower extremity.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. Additional information was received, therefore have been updated. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on december 14, 2017. It was a right groin stick, and a peripheral procedure. Surgery was performed to remove the anchor.